Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor pad was separating from the level sensor under its own weight. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d4, h3, h4 and h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) received 11 mounting pads, which five were unable to be tested due to attempted usage by the end-user. The six remaining mounting pads adhered properly to the lab use only (luo) oxygenator throughout evaluation. No alarms were observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: concomitant medical products and device evaluated by MFR. (B)(4). Evaluation is in progress, but not yet concluded.